Manufacturer narrative:
Concomitant products: depuy viper pedicle screw instrumentation, concorde cage (implant: (B)(6) 2011) (B)(6). (B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted and/or used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with a preoperative diagnosis of l5-s1 spondylolisthesis with left greater than right lumbar radiculopathy. The patient underwent the following procedures: l5-s1 decompressive lumbar laminectomy; right l5-s1 posterolateral arthrodesis; left sided approach for l5-s1 transforaminal lumbar interbody fusion using a competitor cage, competitor pedicle screws, rhbmp-2/acs and a bone graft mixture. No patient complications were noted. 31 days post-op: the patient presented with left leg pain that has decreased since surgery. The patient underwent x-rays of the lumbar spine. Findings: instrumentation in good position with interbody cages. On 87 days post-op: the patient underwent x-rays of the lumbar spine due to spondylosis. Impression: posterior fusion construct and interbody arthrodesis well positioned at l5-s1; suspected well formed ribs at l1 bilaterally to preserve nomenclature with most recent previous reports. On 94 days post-op: the patient presented with lower back pain and bilateral upper anterior thigh pain. The patient underwent CT of the lumbar spine due to radiculopathy. Impression: l4-5, mild annular disc bulging. No significant osseous central canal stenosis. There is mild bilateral facet arthrosis. Mild bilateral osseous neural foraminal narrowing, left slightly greater than right; l5-s1, posterior bilateral pedicular fixation and facetectomy on the left. Question bone grafting on the right with moderate incorporation. The neural foramen is decompressed bilaterally. The hardware appears intact. On 185 days post-op: the patient presented with ¿all over pain¿. She mostly complains of neck and left arm pain, as well as back and left leg pain as well as bilateral knee pain. CT of the lumbar spine shows interbody cages and instrumentation in good position, and adequate healing of fusion. Assessment: lumbosacral radiculopathy; lumbosacral spondylosis without myelopathy.